Event description:
It was reported that the stent was compressed, and the patient experienced a stroke. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. The target vessel was significantly calcified. During the tcar procedure, there was inadequate imaging and post-dilation as a result of patient agitation. Approximately 45 minutes post procedure, the patient experienced an ischemic stroke and imaging identified calcium compressing the stent. Neurology interventional radiologists performed a thrombectomy and successfully post-dilated the stent. No further information was provided to boston scientific.

Event description:
It was reported that the stent was compressed, and the patient experienced a stroke. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. The target vessel was significantly calcified. During the tcar procedure, there was inadequate imaging and post-dilation as a result of patient agitation. Approximately 45 minutes post procedure, the patient experienced an ischemic stroke and imaging identified calcium compressing the stent. Neurology interventional radiologists performed a thrombectomy and successfully post-dilated the stent. No further information was provided to boston scientific.